Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the station drawer failure was confirmed by the field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: main drawers 5.1 and 5.2 failed and could not be recovered. Inspection revealed that drawer 5.1 had a damaged drawer controller board and retractor band cable assembly, both showing signs of thermal damage. The drawer was replaced, and functional tests were performed. Visual inspection of the returned drawer controller board and retractor band cable observed thermal damage on both components. These damaged parts are indicative of issues impacting drawer functionality. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the station drawer failure was attributed to faulty components: the drawer controller board and the retractor band cable, both of which were received and exhibited thermal damage. Electrical damage to the drawer controller board led to thermal damage on the retractor band cable, ultimately impairing the drawer¿s functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure and performed recovery storage space but issue still persist. As per part investigation, it was determined that there was thermal damage observed on the drawer controller board and retractor band cable assembly. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure and performed recovery storage space but issue still persist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 and 5.2 had failed and would not recover. A field service engineer observed that the drawer board of 5.1 and the retractor band were both damaged and exhibited signs of thermal damage. Additionally, drawer 5.1 did not open and close properly and appeared to be stuck might be rails or the bent back drawer panel. The drawer was replaced, components were checked, cables were reseated, debris was inspected, and test functions were performed. The system functioned as intended after the field service engineer repaired the device.